Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Upon receipt the device could not be powered on with the returned pad-pak (expiry october 2021) and no flashing status indicator was observed, as per the reported fault. Investigation observed the pad-pak was depleted beyond any use. Further investigation revealed the failure of mosfet q31, which is a critical component on the on/off switching circuitry. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 500p.

Event description:
No status indicator. There was no patient involved in this event.

Event description:
No status indicator. There was no patient involved in this event.